Manufacturer narrative:
The pump was received with no unexpected low battery alerts, off no power anomalies, blank display anomalies or rewind anomalies during testing. No isolation tape on lcd board was noted. The pump passed rewind test, displacement test, basic occlusion test, self-test and off no power test. The operating currents were in spec. The pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call of high blood glucose readings and a low battery alarm from the pump. The customer's blood glucose reading was 515 mg/dl. The customer treated the high readings. The customer stated that he still had low battery alarms on the pump even after using the recommended battery. The customer stated that the cleaned the battery cap and the pump will shut off from time to time. The customer stated that the piston does not go all the way back when rewinding. The customer will be sent a replacement pump.